Event description:
The unit was used during the case with the sampling manifold line incorrectly connected to the oxygenator venous access port rather than the arterial blood sampling port, causing falsely low pt o2 saturation levels. The misassembled lines were not noticed at set-up and the unit was used throughout bypass with no reported consequence to the pt.